Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the catheter ruptured after 48 hours when contrast was injected at 3ml/sec. The catheter was fully functional for the 2 day before the injection of contrast. There was no reported patient harm or consequence."

Event description:
It was reported that: "the catheter ruptured after 48 hours when contrast was injected at 3ml/sec. The catheter was fully functional for the 2 day before the injection of contrast. There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon two potential lot numbers taken from the sales history data of the customer. Two findings were identified; however, it could not be determined if the findings were relevant without the sample returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen PICC for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that the catheter body was ruptured towards the juncture hub. Microscopic examination confirmed the damage and revealed that the appearance of the rupture is consistent with a pressure related break. Deformation or slight stretching of the catheter body was also noted directly adjacent to the tear, which, in combination with the catheter hole, is consistent with the appearance of over pressuring within the catheter. No damage or anomalies were observed with either of the extension lines. During functional testing , an occlusion of biological material was observed within the catheter body. The hole in the catheter body measured 28-38 mm from the juncture hub. The total length of the catheter body measured 56.4 cm, which is not within the specification limits of 55.16-55.64 cm per catheter product drawing. This is likely due to the stretching of the catheter body at the site of rupture. The catheter outer diameter measured 0.0690", which is within the specification limits of 0.0660"-0.0710" per catheter extrusion product drawing. The catheter was functionally tested per the instructions-for-use (IFU) provided with this kit which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter extension lines were individually flushed using a lab inventory syringe. The proximal extension line flushed as intended without leaks or blockages observed. The distal extension line was flushed, and a leak was observed from only the rupture hole. A long pin gage was threaded through the distal lumen of the PICC catheter to check for signs of an occlusion past the point of rupture. Biological material was observed within the distal lumen of the catheter body which had formed an occlusion. A manual tug test confirmed all extension lines were secure within the juncture hub and their respective luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon two lot numbers taken from the sales history data of the customer. For the DHR performed on lot 71f24b0201, two relevant findings were identified. A non-conformance was initiated for batch 13c22j0816 to address the issue of the proximal extension line lengths being less than the specification resulting in the extension lines coming off when removing the molding rods. A non-conformance was initiated for lot 13c2j0816 to address the issue of the extension line leaking. A manual tug test and functional testing confirmed the failure mode of this complaint is not relevant to the non-conformances identified. The catheter product drawing and catheter extrusion product drawing were reviewed as a part of this complaint investigation. It was confirmed that neither of the catheter extension lines are pressure injectable. The IFU provided with the kit informs the user, "the maximum pressure injection flow rate ranges from 4 ml/sec to 6 ml/sec. Refer to the product specific labeling for the maximum pressure injection flow rate for the specific lumen being used for pressure injection. Refer to the arrow pressure injection information label for pressure injection information." The pressure injection info card states for a 5fr x 55cm, 2-lumen PICC, the max indicated pressure injection flow rate for both extension lines are 4 ml/sec. The lidstock artwork for the reported finished good indicates that the max pressure injection flow rate should not exceed 4ml/sec for the proximal and distal extension lines. As the customer reported that contrast was injected at 3 ml/sec 2 days after insertion, it can be verified that the customer did not over pressurize. The report of a ruptured catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was ruptured towards the juncture hub. The appearance of the hole is consistent with damage due to over pressurization within the catheter. During functional testing, an occlusion of biological material was observed within the distal lumen of the catheter body. An occlusion within the catheter body could contribute to overpressure within the lumen and an increased risk of catheter rupture. Based on the customer report and the sample received, unintentional use error (occlusion leading to over pressurization) caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the catheter ruptured after 48 hours when contrast was injected at 3ml/sec. The catheter was fully functional for the 2 day before the injection of contrast. There was no reported patient harm or consequence."